Event description:
The reporter stated that the valve at the top of the syringe fell off during use resulting in a drug leak. There were no further details available as to injury or treatment associated with this event.

Manufacturer narrative:
Smiths has received samples from the customer; however, the investigation has not yet been completed. A follow up MDR will be submitted when the investigation has been completed. Smiths recognizes that this report is not being submitted within the required timeframe due to a recording error. MDR reporting deadline based upon the date the information was received was september 26, 2008. Smiths continues to be committed to regulatory compliance and will make every effort to ensure that this does not recur.